Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received additional information: initial reporter phone extension (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported the clave additive port snapped off during an infusion. . There was patient involvement but no patient harm in the event.

Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. As received the clave was observed to be partially broken from the upper lid of the burette. The clave remained bonded inside of the port of the upper lid. The reported complaint of the broken clave from the upper lid can be confirmed. The probable cause of the broken clave is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.